Event description:
It was reported that frequent bubbles occurred and could not corrected while using a em2400 valve set. This was observed during calibration of a tpn (total parenteral nutrition) mixer pipeline at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacture date: the lot was manufactured from november 17, 2021 - november 18, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.